Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2018 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 02/20/2019. Additional narrative: it was reported that following the procedure the patient experienced recurrent hernia, abdominal pain, omental adhesions, and mesh separation. It was reported that the patient underwent several surgical revisions. It was reported that the patient underwent a removal of the mesh on (B)(6) 2017. Corrected narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and two (2) physiomesh products were implanted. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.